Event description:
It is reported that a customer that their insulin pump fell and the sensor base fell of the serter. The customer stated upon opening several new sensors the needle was detached from the sensor. The patient's blood glucose was unknown at the time of the call. The customer was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 3 opened/used partial sensors and performed visual inspection on and found 2 of 3 sensors insertion needle bent inside sensor base. Remaining sensor found no needle hub. It was unable to confirm that the customer received sensor in that condition due to customer returned it opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.